Event description:
It was reported to philips that the device had a charging failure. Even after charging, the upper right corner displays a "check mark" and it can't be charged. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty battery. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery. The customer was advised to replace the battery to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
Reporting institution phone: (B)(6).reporter phone: (B)(6).